Event description:
While patient using adult pulse oximeter adhesive sensor on finger and urinal - wires exposed still protected with covering but patient believes he urinated on wires and received a lightening bolt sensation up his arm.